Event description:
It was reported while the internal neurostimulator (ins) was turned on and off the patient had acute pain and redness. The patient had an infection around the implant for the past three weeks. The patient's doctor put him on a heavy dose of antibiotics and called it cellulitis. The patient was off his medication the week of (B)(6). The patient stated it was still tender and sore and at one time it was the size of a softball. The patient also had a fever. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow-up with the patient's healthcare provider (hcp) indicated that the patient was last seen on (B)(6) 2012. At that time, the patient complained of pain and soreness at the pocket site which the hcp confirmed with palpation. There was no redness at the time; it was just tender at the pocket site as well as the l5 and s1 areas. The reporter stated that the hcp did not mention infection in his notes. It was noted that another appointment was scheduled in (B)(6) but it got cancelled. As such, no additional information was available.

Manufacturer narrative:
Product ID 7495lz25, serial# (B)(4), implanted: 2002-(B)(6), product typ extension product ID 7495lz25, serial# nhk000526v, implanted: 2002-(B)(6), product typ extension product ID 3487a, lot# j0206696v, implanted: 2002-(B)(6), product typ lead product ID 3487a, lot# j0206696v, implanted: 2002-(B)(6), product typ lead. (B)(4).